Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the closure device occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted with a complete seal noted. Due to severe gastrointestinal bleeding, 75 mg clopidogrel and fraxiparin were given to the patient post-implantation until follow-up. At the patient¿s 3 month follow up appointment on (B)(6) 2017, a 11mm thrombus was noticed on the closure device. In addition, a leak of less than 5mm was noted. The patient's medication was switched to dabigatran at a reduced dose of 150mg. The thrombus has not yet resolved; however, the patient does not have any symptoms. They will have a follow up appointment on (B)(6) 2017.